Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon lost ability to maneuver and navigate a cadiere forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter but was unable to obtain any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the findings did not replicate nor confirm the customer reported event. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the instrument worked as design with no errors triggering.